Event description:
It was reported after the doctor located the catheter at the cardiac cavity, an attempt was made to drain the blood from the side port. At that time, air was introduced. The hemostasis valve was re-attached, however, air was still present. The catheter was removed and replaced with no consequences to the pt.

Manufacturer narrative:
St. Jude medical is awaiting device return. A follow up report will be submitted upon completion of our investigation.